Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The measuring bridges and mass flow controllers for co2 and o2 were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave a calibration error and another error associated to a discrepancy between the actual and set co2 value during a service activity. There was no patient involvement.

Manufacturer narrative:
H.10: the device was manufactured in april 2021 and no other similar events have been registered from its installation. The root cause of the reported issue is traceable to drift of the sensors (measuring bridges and mass flow controllers for co2 and o2).